Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 1/may/2023, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) assumed she contracted peritonitis (specifics not provided); however, she was instead diagnosed with a hernia due to a catheter. Furthermore, the patient reported experiencing low blood pressure (hypotension) on (B)(6) 2023 and ccpd was withheld. During follow-up it was reported the patient presented to the emergency room on (B)(6) 2023 due to abdominal pain. Radiological studies diagnosed an incisional hernia which was blocking the patient¿s bowel (ileus). On (B)(6) 2023, the patient successfully underwent a surgical hernia repair, thus alleviating the patient¿s ileus and allowing the patient¿s pd catheter (not a fresenius product) to function properly. The patient¿s abdominal pain was also alleviated, and the patient was discharged home on (B)(6) 2023. The patient resumed ccpd therapy utilizing the same liberty select cycler following discharge and is recovering from the events. The patient resumed ccpd following discharge and is recovering from the events. The pdrn reported the incisional hernia was a direct result of the pd catheter (not a fresenius product) insertion and worsened due to pd therapy. However, the pdrn confirmed the patient¿s liberty select cycler functioned as intended.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an incisional hernia. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations or manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s incisional hernia as its exact formation date is unknown. It should be noted that limited follow-up information precluded a more comprehensive investigation. With regard to the patient¿s hypotension and missed ccpd treatment on (B)(6) 2023. There was no serious adverse event reported in conjunction with the patient¿s usage of a fresenius device(s) and/or product(s). The patient¿s missed ccpd treatment was ordered by the clinical staff and was addressing a blood pressure obtained prior to the patient initiating ccpd therapy. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
On (B)(6) 2023, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) assumed she contracted peritonitis (specifics not provided); however, she was instead diagnosed with a hernia due to a catheter. Furthermore, the patient reported experiencing low blood pressure (hypotension) on (B)(6) 2023 and ccpd was withheld. During follow-up it was reported the patient presented to the emergency room on (B)(6) 2023 due to abdominal pain. Radiological studies diagnosed an incisional hernia which was blocking the patient¿s bowel (ileus). On (B)(6) 2023 the patient successfully underwent a surgical hernia repair, thus alleviating the patient¿s ileus and allowing the patient¿s pd catheter (not a fresenius product) to function properly. The patient¿s abdominal pain was also alleviated, and the patient was discharged home on (B)(6) 2023. The patient resumed ccpd therapy utilizing the same liberty select cycler following discharge and is recovering from the events. The patient resumed ccpd following discharge and is recovering from the events. The pdrn reported the incisional hernia was a direct result of the pd catheter (not a fresenius product) insertion and worsened due to pd therapy. However, the pdrn confirmed the patient¿s liberty select cycler functioned as intended.